Event description:
The customer reported receiving an error code during set up. Nine cases were cancelled with no pt injury.

Manufacturer narrative:
There was no sample returned for eval, therefore the reported issue could not be confirmed or replicated. It should be noted, however that there have been previous reports of the error code. A corrective/preventive action (CAPA) was opened to address the issue. Within this CAPA, it was established that the poron washer of the vent valve solenoid gasket on the fluidics mechanism assembly has been observed to degrade after approx 2-3 yrs of use. This degradation causes the washer to flatten or become sticky and results in a slow response by the solenoid and the subsequent error code is observed. A review of complaints for the last 36 mos indicated that there have been add'l reports of the error code with a CAPA opened to address them. The risk mgmt report (rmr) for the infinity sys addresses both irrigation and vent valves failures as existing potential hazards/harms. The infiniti software checks for irrigation/vent valve operation and reports failures as error codes which instruct users to take immediate action. These failures are adequately mitigated during priming and during a procedure.